Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had recorded ventricular tachycardia (vt) episodes as a result of noise being oversensed on the non-boston scientific right ventricular (rv) lead. The frequency of the noise was around 50 hertz. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant confirmed that there was noise at the frequency of 20 hertz being oversensed on the ventricular channel. It appears that there is an intermittent high pacing impedance condition on the rv lead that is interacting with the minute ventilation (mv) sensor and leading to the intermittent oversensing of the mv signal. Review of the recorded electrograms show no indication of asystole for more than two seconds; the patient does not appear to be pacemaker dependent. The rv pacing impedance trend has been very stable around 700 ohms over the last year, but there have been a couple of intermittent high pacing impedance measurements. No measurements have been at or above 2,000 ohms. The ts consultant discussed additional troubleshooting. No adverse patient effects were reported.